Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, changed to a new product to complete case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; that the grey flapper valve and button were broken. The trocar balloon, obturator, locking collar all appeared intact. The inflation syringe was not received. Pmv performed functional testing; the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken grey flapper valve and button may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to use. There was air leakage during ballooning. There was no patient involvement and no patient injury. The current condition of the patient is stable.